Event description:
It was initially reported that the medical professional was having unspecified issue with their handheld which was slowing appointments down. No additional information was provided. Good faith attempts for additional information were unsuccessful to date.

Event description:
Additional information was received that indicated that product analysis was completed on the handheld, flashcard and wand. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. Analysis in the (B)(6) lab identified and confirmed communication difficulties with the programming wand. The serial data cable, which produced communication errors, had intermittent conductors at the handle location. A known good bench serial data cable was substituted and all communications errors cleared. No visual anomaly was identified. Continuity testing of the battery cable passed. After the serial data cable was substituted, the programming wand performed according to functional.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury. Brand name, corrected data: the initial report reported that the suspect product was the programming software and handheld but through product analysis it was determined that the wand was the problem product, the brand name was updated for the wand. Type of device , corrected data: the initial report reported that the suspect product was the programming software and handheld but through product analysis it was determined that the wand was the problem product, the type of product was updated for the wand. Model #, corrected data: the initial report reported that the suspect product was the programming software and handheld but through product analysis it was determined that the wand was the problem product, the model was updated for the wand. Serial # , corrected data: the initial report reported that the suspect product was the programming software and handheld but through product analysis it was determined that the wand was the problem product, the serial number was updated for the wand. Lot # , corrected data: the initial report reported that the suspect product was the programming software and handheld but through product analysis it was determined that the wand was the problem product, the lot number was updated for the wand. Device manufacture date (mo/day/yr), corrected data: the initial report reported that the suspect product was the programming software and handheld but through product analysis it was determined that the wand was the problem product, the manufacture date was updated for the wand.